Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Additional information/clarification of the event was received: a device of product code harh36 to complete the procedure. The tissue pad was lifted (but not detached) and the active blade was broken and the tip was gone. It is unknown whether the blade tip had to be retrieved from the patient or not. It is unknown whether the broken tip was discarded or not. The issue did not cause any intraoperative or postoperative change to the patient care and there were no adverse consequences for the patient.

Event description:
It was reported that during a gastric sleeve procedure, informed that the device was making a strange sound. Based on visual inspection of the device the pad had worn off at the tip along with the bottom blade missing the tip. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The device was returned with the tissue pad damaged, melted, and 100% present. The blade was in good condition and not broken off as reported..dry body fluids were observed on the shaft. The device was connected to the gen11/pi key to test functionality. The device was functional and worked as intended. The probable cause of tissue pad damage is applying pressure between the instrument blade and tissue pad while activating the device without having tissue between the jaws. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The batch history records were reviewed and the manufacturing criteria were met prior to the release of the batch.